Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported insulin did not come out of the pen ndl 32g 4mm hp 100 box 1200 ca during use and during priming, despite visually testing to check that the needle was straight and rotating the injection site. The customer reported 5 occurrences of this event, and this complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: spouse of a consumer reported his half of the box did not work she had to throw. It happened other times from this box. Total of 25-30. She confirmed nothing came out of the pen needle during the injection and during the priming. He has been using insulin for long time. He does the priming. He uses the new pen needle each time of his injection. He visually tests the needle to see if it is straight. He does rotate the injection site for injection. He uses the insulin before bed.